Event description:
Pt had saline implants 13 years ago. Over the last year the right breast implant had decreased in volume and it was found to have a pin-hole microscopic leak. The implant was replaced.